Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from february 24, 2021 - february 25, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusors underinfused. The device had been filled with 18000 mg piperacillin/tazobactam in buffered 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.